Event description:
It was reported that noise was detected while the patient lifted weights. The lead was scheduled for explant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.